Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
In preparation for a procedure, the user selected a cook instinct endoscopic hemoclip. It was reported [that the] clip was tested outside the scope, half of the clip dropped off (subject of this report). This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned in the closed position. During visual examination, it was confirmed that one of the clip jaws was missing; the nitinol strip is still present. The clip opens and closes during handle manipulation. The device was not function tested in the scope due to the condition of the returned device. A visual examination of the distal end under magnification did not identify a root cause. The clip jaw was not present or returned with the device. The rest of the distal end components had no anomalies or damage. The device was sent to the supplier for further evaluation and they provided the following, "the device was returned in the closed position. One of the clip jaws is missing. The missing jaw was not returned with the device. It is confirmed that one of the clip jaws and stylet wire is missing. The nitinol strip is still present. Functional testing could not be performed since the device was returned with missing components. The remaining, returned components, had no anomalies or damage. Without the missing components root cause could not be determined." The device history records were reviewed. There were no relevant defects mentioned in the device history record review checklist. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report for one of the clip jaws missing. A definitive cause for the reported observation could not be determined because the condition of the returned device prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The supplier provided the following, "the complaint was confirmed. The root cause could not be determined as the device was returned with missing components. The visual evaluation of the device confirmed the customers complaint. A functional evaluation was not performed as the device was returned with missing components. A review of the device history record (DHR) did not reveal any anomalies. A 100% inspection for clip functionality is performed prior to packaging and shipment." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.